Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported by the facility representative that there is condensation inside the syringe. To aid in the investigation, ninety-two samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. Thirty-two random samples were selected for investigation. A visual inspection was performed and no defects or imperfections were observed. In the two photos provided, one photo shows a syringe outside of a packaging blister with what appears to be silicone at the bottom of the rubber stopper. The silicone is medical grade and is applied so the plunger rod has a smooth movement. It could be possible the customer noticed the medical grade silicone that is applied to the rubber stopper and to the syringe barrel inner wall. The silicone is applied as part of the production process and product specification. The other photo shows a packaging blister top web. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported there 25 occurrences of syringe 30ml ll s/c 56 having foreign material in them. The following information was provided by the initial reporter: "I need to speak with someone about condensation in several 30ml syringes. There were 25 effected in the boxes we gave to pharmacy, but when they brought down their effected stock and I gave them another box of the same lot #, it was also effected. We have 1 more box on the shelf out of the case of that lot number."